Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad buttons were not working after the pump was exposed to moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 07/28/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no evidence of moisture damage was observed, and the keypad cover appeared to be intact. During testing, all of the keypad buttons responded properly to user presses. A leak test was performed and failed due to a bolus button leak caused by a torn bolus button cover. The keypad cover was removed, and no moisture damage was found on the keypad. The pump case was removed and no evidence of moisture or internal damage was found. (B)(4).